Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24mmx3.0mm, target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x 24mm synergy drug-eluting stent was advanced but failed to cross the lesion and the tip of the stent strut was found to be lifted the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24mmx3.0mm, target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x 24mm synergy drug-eluting stent was advanced but failed to cross the lesion and the tip of the stent strut was found to be lifted the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (E1)- initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found the stent damaged -kinks in the middle stent region were identified with stent struts lifted from crimped positions.. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.